Event description:
It was reported that lead exhibited high lead impedance. Lead was capped and replaced. Patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.